Event description:
It was reported that a customer experienced a tandem mobi cartridge alarm during the load process, which was confirmed as cartridge alarm 30. There was no reported adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl. Technical support instructed the caller on several troubleshooting steps, including removing the cartridge and delivering a bolus, which completed successfully. However, when attempting to resume insulin therapy with a new cartridge, the alarm recurred. As a resolution, a replacement pump and original cartridge were sent to the customer, who will use manual injection as a backup therapy in the meantime. The caller was informed about the replacement process and the subsequent steps, including training, pump storage, and returning the defective pump.